Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with corroded battery tube and broken belt clip rails.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the rail broke off insulin pump, customer also had glue on the device. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.